Event description:
It was intended to use an endeavor resolute rx drug eluting stent to treat a lesion with 90% stenosis in the lad. The device was prepped prior to use with no issues noted. The lesion was pre-dilated. The physician encountered difficulty in getting the device to cross the lesion. The physician then used a non-medtronic device to complete the surgery. No patient complications are reported. The device was returned to the manufacturing facility and analysis revealed damage to the stent. Evaluation summary the hypotube was kinked immediately distal to the strain relief. The distal tip was flared. Initial mandrel movement failed due to a blockage in the inner lumen). The blockage could not be removed. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 15th and 16th proximal segments were deformed. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (90% stenosis). Deformation problem. Evaluation conclusion: known inherent risk of a procedure (stent deformation). Device failure related to patient condition (90% stenosis).